Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of the product to contain blood/medication. The following information was provided by the initial reporter and translated to english. The customer stated: "the extension tube was broken."

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of the product to contain blood/medication. The following information was provided by the initial reporter and translated to english. The customer stated: "the extension tube was broken."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/10/2021. H.6. Investigation: bd had received one customer photo as well as 2 physical samples was received for evaluation. The samples and photos were evaluated and the indicated failure mode for damaged tubing with the incident lot was observed. Additionally,100 retention samples were subjected to a visual inspection for damaged tubing and 30 samples were subjected to functional testing. All samples passed both tests with no defects being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. CAPA# 2889570 was initiated. H3 other text: see h.10.